Event description:
Description of event: (B)(4): when placing a biliary stent (1) of the bands/markers fell off and remained inside patient. Able to complete the procedure with the device. (B)(4): user error: use of a 0.025¿ wireguide. Patient outcome: I know the patient did well on his next procedure and the band came out without issue. (I was there that day by chance for the case.)

Manufacturer narrative:
*Event previously reported as a malfunction to the manufacturer. Additional information provided to the importer on (B)(6) 2024 updated the reportability to serious injury.